Event description:
During use of an outback cto catheter it was reported that it was impossible to advance the outback through a terumo 6f cross-over sheath. The tip of the outback was supposed to be canted. When trying to pull back the outback, the tip of the outback catheter separated inside of the patient inside of the cross over sheath. The surgeon had to remove the entire sheath to retrieve the tip. The surgeon used a correct .014 wire. The procedure has been finished successfully with another like device. There were no negative consequences or injury for the patient. There is no further detail available.

Manufacturer narrative:
During use of an outback cto catheter it was reported that it was impossible to advance the outback through a terumo 6f cross-over sheath. The tip of the outback was supposed to be canted. When trying to pull back the outback, the tip of the outback catheter separated inside of the cross-over sheath. The surgeon removed the sheath and retrieved the tip inside of it. The surgeon used a .014 wire in the procedure. The procedure was finished successfully with another like device. There were no negative consequences or injury for the patient. There is no further detail available. One non-sterile outback was received coiled inside a plastic bag. The cannula was received retracted. The nosecone was ripped and not received with returned device. The inner liner presents marks of welding. The catheter length was not possible measure since the nosecone was absent .the cannula was deployed and measure 1.0cm of longitud usable. The unit is not functional usable. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test could be performed with lab sample 0.014" without resistance or friction was felt. The outback was inserted in the unknown 6f catheter sheath introducer returned and not resistance or friction was felt. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula could be retracted and deployed. See picture in attachment section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure cto catheter system resistance/friction-outer body reported by the customer was not confirmed during analysis since no resistance or friction was felt. The failure cto catheter system withdrawal difficulty reported by the customer was not confirmed since insertion withdrawal test was performed without difficulty. The exact cause of these failures could be not determined during analysis. However, vessel characteristics and/or procedural factors are most likely causes. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined as the inner liner present marks of welding. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to this type of failure. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.